Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) recorded by continuous glucose monitor (cgm) on (B)(6)2019 was 70 mg/dl. Cgm alert 3 (cgm glucose reading below user threshold) was annunciated. User made a bolus request while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl; cause was unknown. Glucose tablets and figs were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.